Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. The customer reported issue was able to be confirmed through visual inspection. The cause of the reported issue was a crack in the enclosure. The reported issue will be resolved by replacing the enclosure. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the product was leaking. There was no patient involvement.